Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to install the cartridge on the pump. In addition, it was reported that a cartridge alarm (alarm 30) occurred during the load process. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer cleared the alarm and successfully loaded the cartridge.